Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30 may 2019. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective sensor pcb to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error high internal o2 alarm and failed extended self- test (est). The device was not in use at the time of the reported event.

Manufacturer narrative:
Date rec'd by MFR: 28aug2019. The sensor printed circuit board (pcb) revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the returned sensor pcb into a fi ventilator in an attempt to duplicate the reported problem of high internal oxygen alarm error. The ventilator remained operational with no errors detected. The sensor pcb passed all test, no faults are found on this returned sensor pcb. The reported complaint of high internal oxygen alarm error was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.